Event description:
The pt was bilaterally implanted with siltex low bleed gel-filled mammary prosthesis on 12/28/98. Subsequently, the pt experienced bilateral hematomas, pain, infection and inflammation. The devices were removed on 1/6/99.